Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that a red heart alarm and pump stoppage were noted in the pt history log. The pt confirms that no alarms were heard.

Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.